Event description:
Customer had a non fasting blood glucose lab comparison performed. The lab result was 134 mg/dl and the customers device read 162 mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.